Manufacturer narrative:
On 4/12/2016 "based on the analysis, it was determined that this event be reported to the FDA. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 19 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular" first rib entrapment. Furthermore, the analysis showed that the lead insulation was rubbed through at approx. 36 cm distal to the is-1 connector pin. Based on the characteristics, the geometry and the location of this damage, the interaction with the additional implanted lead should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned without oos documentation from medtronic, inc. Per explanting physician's office, the physician chose to replace this lead while explanting the device due to expected eri and the rv lead due to intermittent noise. On (B)(6) 2016 based on the analysis, it was determined that this event be reported to the FDA.